Manufacturer narrative:
Medwatch- (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on device cannula/needle and failure of product to contain blood. A small incision was required to have the needle removed. No evidence of further medical intervention required. The following information was provided by the initial reporter. The customer stated: patient was in for bloodwork. Attempted to withdraw the needle but could not get it out. The needle is defective. There appears to be a crack on the underside of the needle with a piece of metal sticking out.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged IV cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged IV cannula . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced foreign matter on device cannula/needle and failure of product to contain blood. A small incision was required to have the needle removed. No evidence of further medical intervention required. The following information was provided by the initial reporter. The customer stated: patient was in for bloodwork. Attempted to withdraw the needle but could not get it out. The needle is defective. There appears to be a crack on the underside of the needle with a piece of metal sticking out.